Manufacturer narrative:
Per the instructions for use (IFU), conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. Medical records review revealed the sapien 3 valve was successfully deployed in the aortic position with no significant paravalvular leak (pvl). The patient was transferred to surgical ICU in stable condition. The patient's hospital course was complicated by developing of new atrial flutter rate controlled. In fact, the patient's EKG prior to their tavr showed rate-controlled atrial flutter. The patient was able to tolerate the procedure with postoperative rhythm remaining atrial flutter with 3-1 block. Successful cardioversion back to sinus rhythm with 1st-degree avb was performed. The patient will continue beta-blocker and factor xa inhibiter as an outpatient moving forward. The valve remains implanted in the patient. With the information provided, the cause of the reported bradycardia could not be determined. Investigation results suggest procedural factors (pressure from the implanted valve on cardiac structures), in addition to patient co-morbidities may have contributed to the event. In this case, the cause of the heart block on pod3 is unknown however, may be due to patient factors (pre-existing arrythmias) and or procedure factors ( pressure from the implanted valve on cardiac structures ). The cause of the death, according to the death certificate, was sudden death presumed massive pulmonary embolism. There was no allegation the death was related to an edwards device. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
A field clinical specialist (fcs) was informed that a patient had expired post implant of a 29mm sapien 3 in the aortic position via transfemoral approach. The patient started with right bundle branch block (rbbb). The tavr procedure went smooth, however patient continued to have conduction issues so a temp pacer was kept in for a few days. It was then decided a new pacemaker should be implanted. Shortly after the pacemaker was implanted the patient coded and died. The team was unsure of the specific cause of the mortality. Upon reviewing the patient's medical records, during the tavr procedure a 29mm s3 valve deployed with "adequate placement." Tvp secured and left in patient. There was no mention of any heart block or arrythmia and no list of complication or edwards' device malfunctions. The "patient tolerated the procedure well and was transferred to the recovery area in stable condition." 2 days post implant the echo shows no pericardial effusion, tachycardia noted, bundle branch block, no ar, avmg 8 mmhg, ef 65 percent, moderate la enlargement, normal functioning 29mm s3 valve, no central or pvl, mild mr, mild tr. 3 days post op a permanent pacemaker was implanted. Shortly after the implant the patient coded and died. According to the death certificate, sudden death presumed massive pulmonary embolism. There was no allegation the death was related to an edwards device. It should be noted that the tavr procedure went well with no complications. The patient developed a heart block (hb) on pod3 which required a pacemaker. The patient was stable and ambulating post pacemaker implant.